Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the audio bolus button began sticking a month ago. He noted that the audio bolus button has become unresponsive with the past 2 weeks, and he is now unable to use the audio bolus button. The pt denied any damage to the audio bolus button cover; denied exposing the pump to water; and stated that he wears the pump in a padded pack on his waist.